Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: h3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: stankovic s, minic l, stankovic j, djurdjevic a, lepic m, pavlicevic g. Omentomyelopexy for the treatment of a persistent lumbar pseudomeningocele: a case report with technical note. Oper neurosurg. 2025 jan 1;28(1):107-114. Doi: 10.1227/ons.0000000000001276. Epub 2024 jul 5. Pmid: 38967450. Objective/methods/study data: the aim of this study was to report a case of persistent pseudomeningocele treated with omentomyelopexy as a final option after all the other procedures failed. A 37-year-old man suffered an occult spine injury after a motorcycle accident. The patient underwent t12-l2 posterolateral fusion with moss miami system (depuy spine). Follow-up were unknown. Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: synthes moss miami system. Adverse event(s) and provided interventions possibly associated with unk - constructs: moss miami (qty 1). A 37-year-old man: - had progressive weakness reoccurred, with dysuria and sexual dysfunction. No intervention indicated. - had left quadriceps hypoplasia and weakness (medical research council [mrc] scale for muscle strength 1/5), decreased left leg motor reflexes, left l1-l3 paresthesia, and right plantar flexor weakness (mrc 4/5) revealed in neurological evaluation. No intervention indicated. - had signs of intramedullary cyst formation and syringomyelia showed in repeated mris. Underwent laminectomy, arachnolysis, and syrinx opening with cystotomy. - had a pseudomeningocele gradually developed and extended to the sacral area, resulting in localized pain and discomfort. Underwent multiple different surgeries including onsite dural reconstructions with fascia, artificial materials, fibrin glue reinforcement, fatty tissue packing, and csf diversion with spinopleural derivation from the t7 level, at different centers. - had persistent collection. Omentomyelopexy was selected to aid local csf absorption and to release adhesion to the residual meninges for permanent defect repair. In further correspondence, author stated that the complication is related to patient's extensive injury and scarring following several decompression and revision surgeries.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available.